Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735765, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that a system that lost the ability to display to external monitors. The site had used this system with the monitors before but found that they would only display the code that runs across the screen when shutting the system down. The site swapped multiple high-definition multimedia interface (hdmi) cords with no success. The manufacturer representative bypassed the in/out (io) panel port and plugged it directly into the computer with no success. It was noted that the site was using monitors from a different manufacturer. Troubleshooting steps were performed. The manufacturer representative was assisted through trying the camera cart monitor as the external monitor by swapping the external video cable into the back of the camera cart monitor. It was confirmed that this worked. It was recommended that it was likely an issue with the external video display settings. The manufacturer representative changed the external video resolution in the configuration. When in the application, the external monitors would display video. It was noted that the resolution was confirmed on the call. No patient involvement was reported.